Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient moved their left arm to reposition themselves in bed and both the right atrial (ra) lead and right ventricular (rv) lead dislodged. The entire implantable pulse generator (ipg) system was explanted and replaced. No patient complications have been reported as a result of this event.